Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs system was not providing adequate pain relief. A company representative met with the patient and reprogramed the patient's scs system, but it did not resolve the issue. Surgical intervention may be taken to address the issue.

Event description:
Additional information received indicated surgical intervention was undertaken on (B)(6) 2018 and intraoperative testing of the lead showed no impedance issues. Postoperatively, the patient is reportedly receiving effective therapy.